Event description:
The system 6 sagittal saw was sent for evaluation due to the blade coming out of the device while in use during testing. The event occured during pre-operative testing while the patient was in the room. The device was not used on the patient. The procedure was completed with a back-up device without any procedure delay. There were no adverse consequences as a result of the event.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.